Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue. Evaluation confirmed and reproduced the "does not recognize door closed" when attempting to close the door with a set loaded. Evaluation tested pump and found failed upper link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it did not recognize a closed door. There was no patient involvement.